Manufacturer narrative:
Product analysis: the valve remains in the patient therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years and four months following the implant of this transcatheter bioprosthetic valve, severe central regurgitation was observed. Four years, four months, and nineteen days following the valve implant, a non-medtronic transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.